Event description:
Event description guidant received information that this patient called technical services to inquire if his device will work after his implanting physician reprogrammed his pacemaker to work with only one wire. This was necessary as the lead sustained some damage from either a recent car accident, or a fall that he took. The pacemaker was having many resets due to the damaged lead.